Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during femoral recon nail case. During the case the radiolucent insertion handle thread and driving cap stuck in the insertion handle. The driving cap broke, so now the driving cap broken into pieces. There was no surgical delay reported. The procedure successfully completed. There was no negative patient effect. Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523, lot l793984: manufacturing site: bettlach. Release to warehouse date: may 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of the device was broken and the broken fragment was stuck inside the received insertion handle. No other issues were observed with the returned. Dimensional inspection showed the relevant dimensions were conforming. The drawing, reflecting the manufactured and current revision, was reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.